Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller assembly. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not cool down in an arctic sun device. As per review of wo on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. As per follow up information received via email on (B)(6) 2023, repaired the device on the field.: first, found a mixing pump problem. There was nothing in the left drain port when drained the water. It means mixing pump problem. After replacing mixing pump, the water still did not cool down. Then replaced chiller assy. And then the device work normally. Replaced mixing pump and chiller.

Event description:
It was reported that the water did not cool down in an arctic sun device. Per review of wo on 25apr2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 02may2023, repaired the device on the field.: first, found a mixing pump problem. There was nothing in the left drain port when drained the water. It means mixing pump problem. After replacing mixing pump, the water still did not cool down. Then replaced chiller assy. And then the device work normally. Replaced mixing pump and chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.